Event description:
It was reported that patient with a history of infection underwent a two stage revision of a competitor hip and on (B)(6) 2011. Biomet components were implanted. A subsequent revision procedure was performed on (B)(6) 2012 due to infection. The joint was washed out and the modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The package insert states: 2. Early or late postoperative infection and allergic reaction. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This is MDR one of two (1825034-2012-00199 and 1825034-2012-00200) for this event.